Event description:
It was reported to boston scientific corporation that during a solyx sis system implantation procedure, the physician noticed that she had ¿buttonholed¿ (perforated) the vagina. The physician removed the device and successfully implanted another of the same device prior to closure. A suture was used to close the button hole of tissue. No further medical intervention was required. Reportedly, there was no malfunction of the device during this procedure. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿